Event description:
It was reported that the patient had an infection at the insertable cardiac monitor (icm) implant site. The device was explanted and replaced with another icm. No additional adverse patient effects were reported.